Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian that the omnipod personal diabetes manager (pdm) smelled like something was burning and it appeared to be "fused into" the charging cable. They were able to remove the cable from the pdm, but the charging port and cable "are destroyed."

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.